Event description:
Customer reportedly obtained results of 108mg/dl and 237mg/dl on the compact plus system with 10 minutes. Customer took 6 units novolog in response to these results. No adverse event reported. Requested return of suspect device and replacement was sent.